Event description:
Customer reported the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock (x-ray tube) assembly. System operates as intended.